Manufacturer narrative:
Model and lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
This report was received under mw form # 5093703. It was reported by the patient that on an unknown date in 2013, she had an endometrial ablation procedure. Since the ablation, she has repeatedly experienced heavy, cyclic pain and "heavier spotting." In 2019, she reported to the ER with labor like pains in her lower back in pelvic area. This pain was accompanied with "brownish" spotting for over a week. No additional details available at this time.